Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on (B)(6) 2025, the patient underwent a laparoscopic appendectomy, and a 45 mm reload was used to transect the appendix. On (B)(6) 2025, the patient was readmitted with cramp-like lower abdominal pain and underwent another surgery for a developed bridal ileus. Intraoperatively, at the ileocecal junction, a partially open staple was identified, which had caused an adhesion between two ileal loops and led to constriction of the ileum. The patient is currently doing well.

Manufacturer narrative:
D10 concomitant products: aki00131-01, aki00131-01 superd patient sensor patch, (lot number: 520372) egiaustnd, egiaustnd endogia ultra univ std stap, (lot number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient underwent a laparoscopic appendectomy, and a 45 mm reload was used to transect the appendix. Four days later, the patient was readmitted with cramp-like lower abdominal pain and underwent surgery for a brid ileus. Intraoperatively, at the ileocecal junction, a partially open staple was identified, which had caused an adhesion between two ileal loops and led to constricted the ileum. The patient was doing well since then,